Event description:
It was reported that"signal loss" occurred. The sensor was inserted into the off-label insertion site, which is off-label usage of the device, on (B)(6) 2026. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).